Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button was missing and user was unable to issue medication for a patient. A technical support specialist checked the setup zones in the zone selection, noticed that all drawers were unchecked, selected all the boxes and asked the nurse to try again. Customer attempted to issue the item, and the drawer opened successfully, allowing to complete the transaction. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, issue button was missing when the user tried to issue an item for a patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.